Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to use the pump, opting for injections as a backup therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.